Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. When the ablation catheter was removed from vizigo sheath, air continued to be drawn endlessly from the side port of vizigo sheath. The physician pointed out that "the hemostatic valve was broken." Hemostatic valve failure. The hemostatic valve itself was not damaged. Timing was at the end of the procedure, immediately after removing the ablation catheter from the vizigo sheath. Since the event occurred at the end of the procedure, it did not affect the procedure itself. No patient consequence was reported. Additional information was received on 08-aug-2025. The section where this issue was observed was the hemostatic valve and a leakage issue occurred. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. Additional information was received on 22-aug-2025. No needle product was used with the vizigo sheath. The issue described initially of, ¿air continued to be drawn endlessly from the side port of the vizigo sheath,¿ was assessed as MDR reportable. In addition, the hemostatic valve issue described in the event was originally considered non-reportable, however, bwi became aware on 08-aug-2025 that the issue with the hemostatic valve was leakage and have reassessed this issue as MDR reportable. The awareness date for this additional reportable issue is 08-aug-2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. When the ablation catheter was removed from vizigo sheath, air continued to be drawn endlessly from the side port of vizigo sheath. The physician pointed out that "the hemostatic valve was broken." Hemostatic valve failure. The hemostatic valve itself was not damaged. Additional information was received. The section where this issue was observed was the hemostatic valve and a leakage issue occurred. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside the hub. The device evaluation was completed on 25-sep-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, back pressure test and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was partially broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks, which suggests that excessive force manipulation was applied. Additionally, a back pressure test was performed and leakage was found through the hemostatic valve; as well as bubbles during a negative back pressure test. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage observed on the valve could cause the leak issue and air entrance from the port reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).